Manufacturer narrative:
Block b5 has been corrected. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was not returned. In addition, the handle had evidence that the trip wire was secured to the post, and the slack was taken up. No other problems with the device were noted. The reported event of bands unable to deploy was not confirmed since the device was returned without any damages in the handle and the ligator housing was not returned for analysis. Therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used for hemostatic treatment of varicose vein during an endoscopic selective varices devascularization (esvd) procedure performed on (B)(6) 2025. During the procedure and inside the patient, the band could not be deployed properly. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Correction. The device was used in the esophagus. The bands were twisted with the former band. It was noted that no difficulty was experienced upon setting up the device.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used for hemostatic treatment of varicose vein during an endoscopic selective varices devascularization (esvd) procedure performed on (B)(6) 2025. During the procedure and inside the patient, the band could not be deployed properly. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.